Event description:
It was reported that the ventilator's tidal volume readings were incorrect when checked prior to use. There was no patient involvement. (B)(4).

Manufacturer narrative:
The incorrect reading values are unk at the moment. Further info surrounding the event and the device logs has been sought but has not been received. A supplemental medwatch will be submitted when the investigation has been completed. (B)(4).

Manufacturer narrative:
No logs or goods were received, despite several attempts to obtain them. As a result, no investigation could be performed or was possible. We are therefore unable to provide, determine, or confirm the cause for the reported event.